Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device longevity had begun to decrease more rapidly according to the programmer. The device was nearing the end of the midlife period. The device was explanted and replaced. The patient is being monitored remotely and was doing okay.